Manufacturer narrative:
Information received from an affiliate indicated that the stent delivery balloon ruptured during deployment of a coronary artery stent. The target lesion was the mid right coronary artery (rca). It is unknown if the lesion was de-novo, but the lesion was heavily calcified, moderately tortuous and 75% stenosed. The lesion was pre-dilated balloon catheter (sprinter), but the balloon ruptured. Therefore, pre-dilation was conducted with another balloon catheter (powered lacrosse), but the balloon also ruptured. Then, ivus was conducted and a cypher select plus (3.5/33mm) was delivered to the target lesion without friction. When the cypher select plus was being inflated up to 6atm, the balloon ruptured. Balloon rupture was confirmed by decreasing pressure of the inflation device and contrast medium leakage under angiography. Therefore, the stent delivery system was removed from the patient and the stent was post-dilated with another balloon. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. Fal: one non sterile cypher select + 3.50mm x 33mm was received coiled inside a plastic bag. The balloon was already inflated and presented an axial burst. The stent was not received. Residues of crystallized inflation medium were observed in the inflation lumen. Functional analysis could not be performed since the balloon was already burst and the inflation lumen had crystallized inflation media. An axial burst was observed along the balloon. Sem analysis results showed that the balloon external and internal surfaces exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. An assessment of the manufacturing process was performed, based on this assessment it was concluded that adequate process controls are available at the crimp and pack manufacturing operation to detect balloon damage and/or leaks. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst was confirmed through failure analysis. Although the exact cause of the failure could not be determined there is the possibility of a tiny crag of calcium causing a puncture that could potentially initiate an axial tear in the balloon. Neither the DHR review, nor the product analysis suggests that the failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
(B)(4)device history record review was conducted and the product met quality requirements for product acceptance.the product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient's age was unknown, but was a male. The target lesion was the mid rca. It is unknown if the lesion was de-novo, but the lesion was heavily calcified and moderately tortuous. Pre-procedure stenosis was 75%. A guide catheter (brite tip: 6f al1) was engaged and a guidewire (runthrough) crossed the lesion. Pre-dilation was conducted with a balloon catheter (sprinter), but the balloon ruptured. Therefore, pre-dilation was conducted with another balloon catheter (powered lacrosse), but the balloon also ruptured. Then, ivus was conducted and a cypher select plus (3.5/33mm: complaint product) was delivered to the target lesion without friction. When the cypher select plus was being inflated up to 6atm, the balloon ruptured. Balloon rupture was confirmed by decreasing pressure of the inflation device and contrast medium leakage under cag. Therefore, the sds of the cypher select plus was retrieved from the patient and post-dilation was conducted with a balloon catheter (hiryu) to further dilate the cypher stent. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The device prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1. An everest inflation device was used for the procedure and was successfully used with other devices. There was no resistance or friction while inserting the device through the guide catheter.